Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device unpackaging and prior to use in the anatomy, the 4.0 x 8 mm nc trek shaft was broken. The device was not used; there was no patient involvement. A different trek device was used in the procedure. No additional information was provided.